Manufacturer narrative:
Findings: pump received with no act button response due to flattened button dome switch. Unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to no act button response. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer uses the sensor feature on the pump. The customer was advised that the alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.